Event description:
The customer reported that the image was black during a lateral lumbar scan. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.